Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find any bends or kinks that would result in the reported event. No deviations or damages were noted that would cause the adhesive pad to fail. Although no issues were noted with the adhesive pad, it could not be conclusively determined what caused the adhesive failure.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 485mg/dl while wearing the pod on her leg for between 4 and 24 hours. Treatment included bolusing and increasing her basal rate. The patient stated that the cannula appeared bent, smashed, and squashed when the device was removed. The adhesive pad was coming loose so she put on medical bandage which did not seem to work.